Event description:
It was reported that the 9900 system has error messages. Also intermittently the collimator closes, the screen goes white. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The peb board and hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.